Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A customer reported two out of the three trocar valves leaked during a right eye procedure. Plus were used. The procedure was completed successfully without harm to the patient. The product samples have been requested for evaluation.

Manufacturer narrative:
A product sample was not returned for evaluation; therefore, the condition of the product could not be verified. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause for the reported event could not be determined. (B)(4).

Manufacturer narrative:
Additional information in device available for evaluation?, device evaluated by MFR?, evaluation codes and additional MFR narrative. Two opened trocar cannula/hub assemblies were received in a plastic bag for evaluation. The returned samples were visually inspected and were found to be conforming. The samples were then functionally tested for leaking and were found conforming. The returned samples were found to be conforming, therefore a leaking trocar as described in the complaint cannot be determined from this evaluation. A root cause cannot be determined for the complaint as described by the customer. (B)(4).